Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose readings of 161 mg/dl, and 227 mg/dl. Caller alleges the test strips are damaged per visual check. Customer was hospitalized due to elevated blood glucose level; treatment received was not provided. Requested return of the alleged strips for evaluation.